Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a pathologist for analysis. Information identified in the paperwork indicated the patient died approximately 2.5 years post implant of the ICD. It was unknown if the death was related to the implantable cardioverter defibrillator (ICD) system. Cause of death was unknown but was suspected to be cardiac in nature. No additional information is available. The patient had a history of ischemic cardiomyopathy.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.